Manufacturer narrative:
Date returned to manufacturer is unknown. The date of investigation was used. Initial reporter: address unavailable. Bd corporate address used. Bd received samples & photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode was observed. Additionally, samples of the incident lot were previously selected from retain and evaluated & tested and upon completion, no issues were observed as all results demonstrated satisfactory performance. The customer samples were not tested as retention samples had previously been tested. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes had gel on top after spinning and caused no serious injury medical intervention.